Event description:
The pt's scs system was explanted due to an infection at the lead incision site. A culture was taken and showed elevated white blood cell counts. It is unk how the infection was treated.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.